Event description:
It was reported that: 2 out of 2 device. The tip of the wire came off of the vessel. They grabbed another wire (victory 014 12gram wire) and it did not cross. Then technically they did not complete the case, they aborted the case. The tip of the wire was still in the patient. They did not retrieve it. The rep mentioned that the patient is fine.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report - attachment: [(B)(4) complaintinvestigationform.pdf].

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that: 2 out of 2 device. The tip of the wire came off of the vessel. They grabbed another wire (victory 014 12gram wire) and it did not cross. Then technically they did not complete the case, they aborted the case. The tip of the wire was still in the patient. They did not retrieve it. The rep mentioned that the patient is fine.